Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was was traced to software coding. The evaluation detected an unreported condition: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow up, the user had two power handles and a four-bay-charger there in the hospital. Both handles were updated with latest version 29.4.2. The operating room nurse contacted the sales representative with regarding some issues with the batteries, and the representative was visiting the hospital the next day for the solve problem. The handle had a fully loaded battery, but there was power handle error message shown in the screen. The four bay charger was showing very weird graphics in the screen, the picture of the display has been turned up-side-down and twisted mirror image. The sales representative tried to reboot, charge it with another charger and also connect and re-update with the software client without no help. There was no patient involvement. Pli10 medtronic's initial evaluation of the incident device found that the root cause of the observed condition was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible.